Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the event was caused by a malfunction or deficiency with fresenius products. In an additional follow-up call, the patient stated he had peritonitis in early (B)(6) (date unknown). The patient stated he had a cloudy pd effluent bag and that the case of peritonitis was mild. The patient was seen in the outpatient pd clinic and had a pd culture obtained. However, the patient was not able to provide the results. The patient was treated with unknown antibiotics on an outpatient basis. The patient recovered from the event and continues pd treatment on the same cycler. The patient stated he did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis. The patient was not able to provide the exact cause of the event. No further information was available.